Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the cubie was not opening. A technical support specialist reviewed the issue and advised the user to attempt to open the cubie again. The cubie successfully opened when the user attempted to issue the medication again, indicating that the issue had resolved without requiring further technical intervention. The system functioned as intended after technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cubie was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.